Event description:
During attempted intraocular lens implantation the trailing haptic was noted to be disengaged. Fracture was partway through the haptic. The lens was partially inserted with the broken edge in the scleral tunnel. The lens was easily removed. This occurred prior to the point at which the trailing haptic undergoes the most stressful and demanding manipulations. Contact with the traiiling haptic would have been incidental to handling the lens which was grasped by the optic. Preop visual acuity 20/200. One week post-op uncorrected vision is 20/40 (no refraction attempted).